Event description:
It was reported that customer experienced cgm error that affected pump use. There was no reported impact to the customer¿s blood glucose level. Customer was provided with instructions for complete pump reset and planned to reset pump when ready and contact technical support again if issue persisted.